Manufacturer narrative:
The investigation into the purge sidearm damage has been completed. The device was not returned for evaluation. However, the clinical information was sufficient in determining the root cause. It was concluded that the cause of the purge sidearm damage was to patient movement. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 33 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that an agitated patient was restless and rolling in bed causing a crack in the purge sidearm. There were purge alarms and eventually the device was replaced. The pump was discarded. There was no patient harm reported.